Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin buttons were non responsive. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin pump had no delivery alarms. Customer stated that the rainbow effect was on the display. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with cracked reservoir tube lip, cracked case on reservoir tube window corners, minor scratched lcd window and cracked battery tube threads. Device was received with no button response due to unlocked lcd keypad connector. Unable to verify failed battery alarm, excessive no delivery alarm, missing segments/partial display and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response. No rainbow effect on the display noted during visual inspection. (B)(4).